Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the heated metal part at the tip of the jaw is detached and the front part is connected , making it impossible to clamp the blood vessel properly. The overheated part of the tip does not fall into the body. The jaws were inserted closed. A new vh-4000 was issued and the operation continued. There was no lengthening of the operation or harm to the patient's health.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000263850 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.